Event description:
Customer contacted beckman coulter inc. (Bci) regarding erratic hemoglobin (hgb) results generated by the coulter act 5 diff analyzer. The erroneous results were reported outside of the laboratory. The original sample was rerun and a corrected report was issued based on the rerun results. The actual patient results were requested but not supplied. There was no affect or change to patient treatment with regard to this event.

Manufacturer narrative:
Sample was collected in a 4 ml bd edta tube. Customer performed reproducibility on the instrument which did not pass. Qc is run daily and was run before and after this incident within acceptable limits. A field service engineer (fse) was on-site (B)(4) 2009. Fse cleaned the filters, performed reproducibility and verified instrument operation. A clear root cause for this event has not been identified to date. A malfunction will be assumed for the purpose of this report.